Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to complete rewind. Customer was able to successfully clear the alarm. Customer stated that the power error detected alarm recurred within a week of troubleshoot of previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No pump error 25 alarms noted during testing or in the device trace download. Device also received with faded serial number label. (B)(4).